Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the electrical measurements were out of range. Lead was explanted and replaced. The lead will not be returned for analysis, as it was severely damaged during extraction. Patient was fine after the procedure.